Manufacturer narrative:
(B)(4). Concomitant medical products: 110003453 ¿ g7 curved acet shell inserter ¿ unknown lot. Reported event was unable to be confirmed due to limited information provided by the customer. The DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01473.

Event description:
It was reported that during a hip procedure, the surgeon had to retighten the cup on the impactor because it continued to come loose with impaction of the mallet. There was no reported harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.